Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to t-wave oversensing (twos) by the right ventricular (rv) lead. The lead was reprogrammed and the issue was resolved. The lead remains in use. No further patient complications have been reported as a result of this event.